Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer¿s current blood glucose level was 111 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges that the insulin pump was over delivering. Troubleshooting was performed for low blood glucose level and insulin pump over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, insulin pump data was successfully uploaded using carelink. No upload/download anomalies were noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.